Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-04292 and 3006705815-2023-04293. It was reported the ipg was explanted and replaced to address the issue. The leads were also explanted and replaced due to multiple high impedances.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery. As such, surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of the event is estimated.